Event description:
The suture was used during an abdominal aneurysm resection procedure. Reportedly, the fascia has been sutured and suture broke with fifteen hours. The surgeon performed a new laparotomy and resutured with another suture. The hospital has reported the pt's condition is satisfactory.